Event description:
Case description: this serious solicited report from (B)(6) was reported by a consumer as "high blood sugars" with an unspecified onset date, "needles are bending occasionally with injection; needle bent when withdraws from abdomen" with an unspecified onset date, "insulin runs down abdomen" with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date due to "device therapy", it was reported that patient was using novofine plus 4mm (32g) (needle). Action taken to novofine plus 4mm (32g) (needle) was reported as no change. Reporter's causality ( novofine plus 4mm (32g)) - high blood sugars: probable. Needles are bending occasionally with injection;needle bent when withdraws from abdomen: probable. Insulin runs down abdomen: probable. Company's causality ( novofine plus 4mm (32g)) - high blood sugars: possible. Needles are bending occasionally with injection;needle bent when withdraws from abdomen: possible. Insulin runs down abdomen: possible. Investigation results: name: novofine plus 32g 4mm - batch 16l11n. Microscopic examination performed on used, unused needle and reference sample. 1 used needle with a bent front needle. The unused needles and reference samples met specification. Flow rate test to determine the flow through the used needle tube. 1 used needle blocked. The unused needles and reference samples tested for flow with measure threads. The unused needles and reference samples met specification. Needle points on patient needles on used, unused needles and reference sample examined visually for defects. The used, unused needles and reference sample needles met specification needles tested for silicone on patient needle on used, unused needles and reference sample . The used, unused needles and reference sample needles met specification a visual examination of the back needle of the used, unused needle and reference sample was performed. They all met specification. The unused needles and reference sample was found to be normal. The results were found to comply with specifications. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. The batch documentation has been reviewed. Nothing abnormal was found. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. The returned unsealed needle was found to be bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk processes the complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. Since last submission the case has been updated with the following information: -suspected product was changed from novofine 32g 4mm (needle) to novofine plus 4mm (32g) needle. -narrative updated accordingly. -investigation result updated. -manufacturer comment updated. Manufacturer's comment: 08-jan-2018: the suspected and the unused needles was returned to novo nordisk for investigation. The results showed that the unused needles were working in accordance to specification. The used and suspected needle was bent and found to be blocked. The blockage was most likely related re-use of the needle and the blockage could cause the needle to bent due to increase injection force. In the instruction for use for novo nordisk injection pens, which can be used with novofine needles, the user is warned against re-using or bending the needle. Continued: evaluation summary: name: novofine plus 32g 4mm - batch 16l11n. Microscopic examination performed on used, unused needle and reference sample. 1 used needle with a bent front needle. The unused needles and reference samples met specification. Flow rate test to determine the flow through the used needle tube. 1 used needle blocked. The unused needles and reference samples tested for flow with measure threads. The unused needles and reference samples met specification. Needle points on patient needles on used, unused needles and reference sample examined visually for defects. Needles tested for silicone on patient needle on used, unused needles and reference sample. The used, unused needles and reference sample needles met specification a visual examination of the back needle of the used, unused needle and reference sample was performed. They all met specification. The unused needles and reference sample was found to be normal. The results were found to comply with specifications. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. The batch documentation has been reviewed. Nothing abnormal was found. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. The problem with the needle is due to incorrect handling during use. The returned unsealed needle was found to be bent. A bent needle tube can reduce the flow of drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk processes. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); high blood sugars [blood glucose increased]; needles are bending occasionally with injection; needle bent when withdraws from abdomen [needle issue]; insulin runs down abdomen [injection site extravasation]. Case description: study ID: diabetes injection assistance. Study description: the objective of the study is to enable patients who require initiation or intensification of injectable diabetes therapy to receive the proper training in a timely fashion via the provision of a diabetes educator. Patient's height, weight and body mass index: not reported. This serious solicited report from (B)(6) was reported by a consumer as "high blood sugars" with an unspecified onset date, "needles are bending occasionally with injection; needle bent when withdraws from abdomen" with an unspecified onset date, "insulin runs down abdomen" with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with novofine 32g 4mm (needle) from unknown start date due to "device therapy", medical history included type 2 diabetes mellitus, psoriasis. Concomitant medications included - insulin (insulin). It was reported that patient was using novofine 32g 4mm needles. The patient complained that the needles are bending occasionally with injection and needle bents when he withdraws from abdomen. The patient complained that insulin runs down the abdomen. Blood glucose was high. The patient has psoriasis and tries to avoid injecting in areas with psoriasis but sometimes it is not possible. The patient did not have this problem with previous box of needles. Action taken to novofine 32g 4mm (needle) was reported as no change. The outcome for the event "high blood sugars" was recovered. The outcome for the event "needles are bending occasionally with injection; needle bent when withdraws from abdomen" was not reported. The outcome for the event "insulin runs down abdomen" was not reported. Reporter's causality (novofine 32g 4mm) - high blood sugars : probable. Needles are bending occasionally with injection; needle bent when withdraws from abdomen : probable. Insulin runs down abdomen : probable. Company's causality (novofine 32g 4mm) - high blood sugars : possible. Needles are bending occasionally with injection; needle bent when withdraws from abdomen : possible. Insulin runs down abdomen : possible. Reporter comment: the patient had psoriasis and tried to avoid injecting in areas with psoriasis but sometimes it was not possible.